Event description:
It was reported that during generator replacement surgery for end of service, high impedance was observed. The lead was also replaced. Both the generator and lead were received for analysis. Analysis of the generator was completed on 03/24/2015. There were no additional performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
Additional information was received that the lead replacement was planned to occur during the generator replacement surgery. High impedance was stated to have been seen prior to surgery at surgical consult as well as during surgery once the new generator was attached to the existing lead. Pin insertion troubleshooting was completed to rule out a potential lead pin issue. Diagnostics were reported to be normal following generator and lead replacement surgery. Analysis of the explanted lead was completed. The analysis confirmed discontinuity of the negative quadfilar coil in the electrode region of the returned lead portions. Scanning electron microscopy images of the negative coil suggest a stress-induced fracture occurred in at least two strands of the quadfilar coil. However, due to mechanical distortion and surface contamination, the fracture mechanism of the remaining strands cannot be ascertained. Note that since a portion of the lead (including the lead¿s electrode) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.